Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working. A field service engineer (fse) observed intermittent keyboard failure where all keys stopped working. Pharmacy staff repeatedly rebooted the system. Replaced the entire keyboard. Tested in hardware test application, and staff verified functionality in the main application. Everything worked fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard was not working. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.